Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product; however, the nonconformance was identified as a cosmetic issue. Product was replaced and released for use. The DHR anomaly is not related to the alleged device complaint. Visual inspection confirmed the lead was fractured; the lead was severely kinked with all wires broken. Due to the broken wires, the lead was not functionally tested. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-01402. The pt received her scs system, including an ipg and percutaneous lead, on (B)(6) 2010. It was reported that the pt lost stimulation, and diagnostic tests revealed invalid impedance reading on all lead contacts. The physician reported that the pt's lead was fractured. On (B)(6) 2010, the physician explanted and replaced the pt's lead. It was reported that during the procedure, the physician stated that he did not like how the port on the ipg header looked. He decided to also explant and replace the pt's ipg. Effective stimulation was captured postoperative, and no further pt complications were reported.